Event description:
A tandem mobi cartridge alarm was reported by the customer during the pumping process. The customer's blood glucose level was within a safe range and did not exceed 500 mg/dl. The cartridge alarm did not result in previous alarms with this pump serial number, but there were alarms with consecutive cartridges. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy during this period. Technical support instructed the customer on how to prepare and return the faulty pump. The customer understood the instructions, including putting the pump into storage mode and using a pre-paid label for return shipping. A replacement pump was sent to the customer by technical support.